Event description:
Caller reported a malfunction on the pump with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The pump reset itself before the call and was working again, but cts decided to replace the pump. Cts advised that the customer would receive a pump with updated software and provided instructions on how to put the pump into storage mode before returning it. The caller agreed to return the problematic pump to tandem within 10 days using the provided return box and pre-paid label, and also acknowledged the need to program their settings and connect their cgm to the replacement pump. The customer will use multiple daily injections (mdi) as a backup.